Event description:
It was reported that this pacemaker was noted to have reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. This device was discarded following explant and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.